Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on (B)(6) 2023: the two subject devices used in sequence and only the second device was followed by manual compression. The procedure being performed for the patient, prior to the use of the closure device was a percutaneous coronary intervention (pci). There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was less than 250cc. The patient was stable. The user did not have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub. The user was unable to mate the locator with the hub after many tries. The seperation did not occur when the devcie was in the patient. The patient was not hurt, and manual compression was applied after the second device.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity : requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal dilator was still loose when inserted into the sheath. Manual compression was done, and the patient was treated as intended.